Event description:
It was reported the device was placed in use with patient but did not fully inflate on both sides of the cuff. The device was removed and replaced to continue ventilation. No further adverse effects reported.